Event description:
It was reported to target that during the preparation of the device, while inflating the balloon with saline, it was found that there was a pinhole in the balloon where saline was spraying out. Another sentry balloon catheter was then used for the procedure without incident.